Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b3 b5 d6b g1 h6.

Event description:
The device has been replaced.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on anterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: striated opening on anterior and sharp opening on anterior (valve bond edge). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening. A striated opening on anterior assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6.